Manufacturer narrative:
Other, other text: no product returned with inability to perform investigation. However, due to the attached event history log (ehl), the customer's reported problem was confirmed in the attached ehl.

Event description:
Information was received that during bench testing of this smiths medical medfusion 4000 pumps, the pump exhibited system failure-biomed code, primary audible alarm then disconnect alarm. Reported that it was unable to clear. No reported adverse effects.